Event description:
It was reported that the right ventricular lead had increasing threshold and a drop in impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the defibrillator conductor was distorted, the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.